Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 500 mg/dl range one night. She stated that she felt sick. The customer was called twice but she did not answer. Two voicemails were left with contact information. No products were returned for analysis.